Event description:
The reporter obtained three back to back (rapid successsion) blood glucose test results of 342 mg/dl, 140 mg/dl and 194 mg/dl. Each test used a different fingerstick. She did not compare the confirmation dot on the strips to the color chart. Her control solution test result was 74 (89-134). A second control test using a test strip from a new bottle with the same lot number read 136(89-134). During a follow up call with a lifescan representative, another control test was done with a result of 135(89-134).